Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP devices. The patient's attorney reporting allegations of nose irritation and cancer. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP devices. The patient's attorney reporting allegations of nose irritation and cancer. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.